Manufacturer narrative:
This report is submitted on january 8, 2021.

Event description:
Per the clinic, the patient experienced pain following a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2020. Surgery to reposition the magnet was completed on (B)(6) 2020. The implanted device remains.